Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h11. In addition, the following reportable malfunctions were identified during the device evaluation: green foreign material on brush passage. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the green foreign material on the brush passage could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the colonovideoscope exhibited white residue in a/w channel/auxiliary, foreign material from biopsy channel, black material in the nozzle, and white residue in the suction cylinder channel. There was no patient involvement.